Manufacturer narrative:
(B) (4).

Event description:
A motor stall was reported and recorded in the pt's event logs. A pump alarm was heard. After reprogramming some hours later, a motor stall and alert occurred again. The pt had a pump replacement. The pt was stated as "doing ok. The medication being delivered via the device system was morphine."